Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.this MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte night aligners, patient experienced their 2 front teeth to be loose during aligner treatment. The patient has reported that it has not improved since the last report. Patient advised to wear the most comfortable aligner for teeth to settle.

Manufacturer narrative:
Additional information received: tooth #10 has class 2 mobility. The pressure on #10 is excessive. Please evaluate for different treatment options.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.